Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that about three weeks ago a buzzing or rattling sensation was felt along the rib cage when in a semi-reclined position. Pt stated that lowering the stimulation did not resolve the issue and that further reduction caused the original pain to return. Pt denied falls or trauma near the implant location and denied significant weight change. Agent attempted to have pt switch groups, but pt reported having only group a available. Agent redirected pt to the hcp and provided the nas phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.